Event description:
As reported, approximately 5 years post op the initial right rtsa, this patient was revised for pain. Baseplate screws were removed and replaced. Glenosphere, glenosphere locking screw and humeral liner were also replaced. Patient was last known to be in stable condition following the event. Device is not returning, it was discarded.

Manufacturer narrative:
Concomitant device(s): 320-20-18, (B)(4)- compression screw/locking cap kit 4.5m x 18mm screw white. 320-20-18, (B)(4)- compression screw/locking cap kit 4.5m x 18mm screw white. 320-20-34, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 34mm. 320-20-30, (B)(4)- eq rev compress screw lck cap kit, 4.5 x 30mm. 320-15-05, (B)(4)- eq rev locking screw. 320-38-00, (B)(4)- equinoxe reverse 38mm humeral liner +0. 320-15-01, (B)(4)- eq rev glenoid plate. 300-01-11, (B)(4)- equinoxe, humeral stem primary, press fit 11mm. 320-20-00, (B)(4)- eq reverse torque defining screw kit. 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.